Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 4.0, lab: 2.4. Customer tested again that night on the inratio meter and got a 4.0 again. Tests were done within 2 hours of each other.